Event description:
Accutron nitrous mixer was utilized on a pt and when switching first oxygen tank off and second oxygen tank was activated, the unit caught fire and injured an employee using the device.